Manufacturer narrative:
Device evaluation the product testing could not be performed because the product was not returned for evaluation. Device inspection could not be performed, therefore the reported complaint could not be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints revealed no other complaints were received for this production order number to date. The directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2017 and (B)(6) 2017. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 25.5 diopter intraocular lens (iol) was implanted in the right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2017 due to the patient having sub-optimal vision due to refractive error (cause unknown). Post-operatively, one day after surgery, the patient''s distance vision was 20/70 with a slight corneal edema. The patient''s last refraction results were -2.25 x +1.25 @ 33 degrees 20/20. Reportedly, at explant there was an incision enlargement, but no vitrectomy. The lens was replaced with a zct150 23.5 iol. The explanted lens was discarded. On (B)(6) 2017 the patient was 20/40 in the od. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient''s right eye. A separate report will be filed for the left eye